Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during an attempt to insert the intra-aortic balloon (iab) the first iab would not advance, but a second iab did advance. The patient was experiencing acute myocardial infarction (ami) and patient was transferred to a higher level of care via ambulatory services while receiving iab therapy. The patient needed a stent as well as CPR(cardiopulmonary resuscitation) and acls(advanced cardiac life support) medications. Patient was dnr (do-not-resuscitate). The patient expired, but the death is not attributed to the device. There was no reported malfunction of this device as this submission is for the 2nd iab that was used, which advanced successfully.

Manufacturer narrative:
It was reported that the subject device is not being returned for evaluation because it worked great and it was used. We are unable to complete an evaluation. Reference complaint # (B)(4); record ID (B)(4).

Event description:
It was reported that during an attempt to insert the intra-aortic balloon (iab) the first iab would not advance, but a second iab did advance. The patient was experiencing acute myocardial infarction (ami) and patient was transferred to a higher level of care via ambulatory services while receiving iab therapy. The patient needed a stent as well as CPR(cardiopulmonary resuscitation) and acls(advanced cardiac life support) medications. Patient was dnr (do-not-resuscitate). The patient expired, but the death is not attributed to the device. There was no reported malfunction of this device as this submission is for the 2nd iab that was used, which advanced successfully.